Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented to the clinic for routine follow-up, loss of rv capture was observed. R-waves showed a decrease. Chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patients condition was normal following the procedure.